Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected to treat the target lesion. During preparation it was observed that the digital display was out of usage and the front panel was defective. There were no patient complications reported.

Manufacturer narrative:
Upn corrected from 22020-038-l to 22020-028-l. Device lot number corrected from rc107091 to rc-3983. Device expiration date corrected from 01/25/2035 to 06/01/2026. Device manufactured date corrected from 12/23/2011 to 02/09/1999. Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Device analysis noted that the customer applied materials such as labels on the console and delaminated rear label. The foot pedal was also evaluated and noted that the floor pad was gouged. Functional check of the console observed no rotational display caused by massive gas/air leak at turbine pressure switch and there was no burr rotation. The foot pedal functioned properly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected to treat the target lesion. During preparation it was observed that the digital display was out of usage and the front panel was defective. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).